Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the device had a bent comb. The entire unit except for the rear cross member was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was not working before surgery. No harm, no delay. At product evaluation investigation skin graft mesher serial number 1219 was found with a bent comb. No additional event information available.